Event description:
During the procedure blood was reportedly leaking from the valve of this device necessitating a blood transfusion to the pt. The procedure was completed using this device. However, the pt expired 15 days post procedure due to an occlusion at the stent implantation point. The device is not being implicated in the death of the pt.